Event description:
Product analysis on the lead was completed on (B)(6) 2012. The reported high impedance allegations were not verified within the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis on the generator was also completed. Visual analysis of the pulse generator identified a delaminated header. Additionally, x-rays of the feed thru wires inside the header confirmed that they were severed. Analysis in the pa lab concluded that the delamination of the header probably occurred before the device was explanted; based on the diagnostic data, the body remnants, dried body fluid and white deposits that were found inside the header. The delamination and feed-thru wire breakage would account for the high impedance and the body remnants, dried body fluid and white deposits that were found inside the header.

Event description:
Additional information was received on (B)(6) 2012 indicating that x-rays were not performed and there was no suspected manipulation or trauma which may have caused the high impedance. Programming history was also received and revealed that high impedance was first observed on (B)(6) 2012 during a normal mode diagnostic test. The patient underwent revision surgery on (B)(6) 2012. Prior to surgery, diagnostics were performed and the patient had a dc/dc of 6 no normal mode diagnostics and a dc/dc of 7 on system mode diagnostics. The explanted products were returned, however analysis has not yet been completed.

Event description:
It was reported on (B)(6) 2012 that the patient had been referred to a surgeon as high impedance was observed at a follow up visit. The dc/dc code was provided as 7. Revision is likely but has not occurred to date. No additional information is known at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.